Event description:
It was reported that the balloon of the catheter was slightly inflated before use.

Manufacturer narrative:
Upon further review, bard/bd has determined that this MDR was reported in error as this event is not reportable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the catheter was slightly inflated before use.